Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a surgery for an unrelated procedure and did not place their ipg in surgery mode. Later, the ipg was unable to communicate and was found to be inoperable. As a result, surgical intervention took place on (B)(6) 2024, where in the ipg was explanted and replaced to address the issue.